Manufacturer narrative:
Concomitant products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_wrench_acc, serial# unknown, product type accessory. (B)(4). Analysis of the torque wrench found no anomaly. Analysis of the interstim ii s/n (B)(4) found non-conformance in the form of the setscrew being backed out too far. A known good lead was able to be completely inserted into the connector port without difficulty. The connector port was checked with a fiber optic scope and no anomalies were observed. Lead insertion testing was done on the model 3058 ins to see if it was within the (B)(4) maximum insertion force specification and (B)(4) maximum withdrawal force specification. Insertion and withdrawal was done (B)(4) times with a dry lead. This test was done prior to eto decontamination. Insertion measurements were 0.47, 0.46, and 0.47 lbs. Withdrawal measurements were 0.45, 0.44, and 0.48 lbs.

Event description:
It was reported the lead would not go into the battery. It was noted backing the screw out on the battery several times did not resolve the issue. It was further noted flushing out the battery to remove gunk and fluid several times did not resolve the issue. It was reported the battery was not implanted. It was reported the patient was doing well with the new battery.

Event description:
It was later reported they couldn't get the lead into the implantable neurostimulator (ins) and the ins was not implanted so a replacement device was used. It was stated they backed out the screw but it still didn't go in. It was noted they also re-wiped the lead and flushed out the battery. Reportedly, they tried multiple times with no success of getting the blue at the distal point. It was stated the lead would not go into the battery all the way. It was noted there were no patient symptoms or complication associate with the event.

Event description:
Additional information related to this event was previously reported in regulatory report #3007566237-2014-01408. If any additional information becomes available a supplemental report will be sent.